Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's investigation. Additional information , d9. The reported event, error e433, was not reproduced. The device was not returned to olympus for evaluation and reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the high frequency electrosurgical unit esg-400 had error e433. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.